Event description:
It was reported, following an esophageal dilatation procedure utilizing this balloon catheter, an esophageal tear was noted. A laparotomy was performed to repair the perforation. The pt's condition is good. The device has not been returned by the user facility and is unavailable for failure analysis. Co's f/u indicated no malfunction of the balloon was reported. This pt was a high risk, terminal cancer pt. This pt's mucosa was very tortuous and a portion of the esophagus had been replaced prior to this procedure. The perforation was not attributed to the device. Therefore, co believes the pt's anatomy and pre-existing condition rather than a product problem contributed to this event. Co's direction for use state: "possible complications that may result from an alimentary tract balloon dilatation procedure include, but may not be limited to: perforation; hemorrhage; hematoma; septicemia/infection; allergic reaction to contrast medium."